Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported noticing fluid leakage after treatment was completed. Fluid was noticed under the cycler. The sample set has been discarded. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics.